Event description:
It was reported that the pump battery could not be charged. There was no adverse impact the customer¿s blood glucose. The pump charged successfully after plugging the pump into a working outlet. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.